Event description:
A non healthcare professional reported that the first lens had to be explanted because it was damaged by the injector. Additional information has been requested and received stating that the, during initial surgery, iol did not center initially in the or but with rotation looked centered. No damage to the iol was noted at that time. There was a slight decentration post operative day one and was worsen, so a repositioning or exchange was broken. Intraoperatively it was noted that there was a tear in the iol at one optic/haptic junction so the iol was removed in one piece and exchanged with a new iol without complications. It was reported that the iol was in good position.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The product was returned for analysis and the reported complaint was not observed. The iol was damaged and this damage was not mentioned by the customer. Iol returned pressed down on two posts of the lens case base. Solution is dried on the iol. Both haptics are deformed. The tip of one haptic is broken/torn and is not returned. The optic is deformed, the optic surface is scratched/marked-rejectable. No root cause identified as the reported complaint "tear in the lens at one optic/haptic junction" was not observed. Other damage to the iol was observed. The product was subject to handling and the reported damage was highlighted post implantation. The reported complaint is lacking in relevant information such as associated products (cartridge, handpiece, viscoelastic) used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the product contributed to the event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).